Event description:
It was reported that the patient presented to the operating room for implant procedure. During procedure, failure to insert the guidewire through the left ventricular lead was observed. The lead was not implanted; another lead was implanted successfully. The patient¿s condition during and post procedure was stable. The patient would be followed normally.